Event description:
It was reported that the patient underwent a l4-l5 tlif posterior spinal fusion using rhbmp-2/acs. Reportedly, on (B)(6) 2011 the patient had a second surgery for subcutaneous hematoma and post surgical epidural hematoma. It was reported that on (B)(6) 2013 the patient underwent an l3-s1 posterolateral spinal fusion using rhbmp-2/acs. It was reported that postoperatively, the patient suffered a subcutaneous hematoma and post surgical epidural hematoma, unanticipated bone growth, nerve compression, radiculitis, pain, and emotional distress.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2011: patient presented with the following pre-op diagnosis: spinal stenosis and degenerative disc disease l4-l5 procedure: segmental instrumentation l4-5, posterior spinal fusion l4-5, tlif l4-5. Perop: bone graft was placed and bmp rolls in the lateral gutter for posterior lateral fusion.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.